Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm occurred during testing. The following physical damage was also noted: cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, scratched case, scratched reservoir tube window, and a cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 89 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the button error occurred during bolus delivery. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.